Event description:
It was reported that the implantable cardioverter defibrillator was found to have an estimated battery longevity below the out of box threshold. The estimated longevity was found to be at 91% until elective replacement indicator (eri) and should had been above 92%. The device was not used. There was no patient involvement.

Manufacturer narrative:
The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal. The programmer printouts showed the device was programmed to pacing off. The battery current was 11 ua, and the remaining capacity to elective replacement indicator (eri) was 91%. The reported event of premature battery depletion was not confirmed.